Event description:
It was reported that a saline leak occurred. The target lesion was located in the proximal and middle left anterior descending artery. A 1.25mm rotalink plus was selected for a rotational atherectomy treatment procedure. Upon advancing the the device over the rotawire, while still external to the patient, it was noted that the base of the burr catheter appeared to be starting to separate. It was further noted that a steady drip was coming from the proximal area of the burr catheter. The device was removed and the procedure was continued with another of the same device. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).